Manufacturer narrative:
Concomitant product(s): ddbb1d1 ICD, implanted: (B)(6)2014. .a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited oversensing of noise on the atrial electrocardiogram (EKG). The lead remains in use. No patient complications have been reported as a result of this event.